Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the 29 mm evolut fx valve in an unstable patient with "many comorbidities," a balloon dilation was performed; however, the timing of the dilation (before or after valve deployment) was not provided. The evolut fx dislodged upward, and cardiac arrest occurred. According to the reporter, it was "impossible to reload the patient." It was noted that there was no coronary obstruction, annulus rupture, or vascular injury. Ultimately, the patient died during the procedure. Additional information was received that a non-medtronic (safari) guidewire was used for the procedure. The deployment starting point was between the mid and bottom of the pigtail catheter. The patient's comorbidities were cardiac insufficiency with not good markers. The cause of the instability was a pressure and rhythm drop. Medical intervention was performed to address the cardiac arrest but a rhythm could not be retrieved, and the patient subsequently died. The physician did not attribute the death to the valve.

Event description:
It was reported that during implantation of the 29 mm evolut fx valve in an unstable patient with "many comorbidities," a balloon dilation was performed; however, the timing of the dilation (before or after valve deployment) was not provided. The evolut fx dislodged upward, and cardiac arrest occurred. According to the reporter, it was "impossible to reload the patient." It was noted that there was no coronary obstruction, annulus rupture, or vascular injury. Ultimately, the patient died during the procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.